Manufacturer narrative:
Batch review performed on 20 september 2016. Lot 132665: (B)(4) items manufactured and released on 08 august 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Versafitcup acetabular shell ø 60, code 01.26.60mb, lot. 133929 (k083116), lot 133929: (B)(4) items manufactured and released on 18 october 2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup double mobility hc liner diam 60/28, code 01.26.2860mhc, lot. 114609 (k092265) (B)(4) items manufactured and released on 28 february 2012. Expiration date: 2017-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size l +3.5, code 01.29.203, lot. 134461 (k112115) (B)(4) items manufactured and released on 22 november 2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, 47 items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The infection has been confirmed. The pathogen is staph. The surgeon revised the stem, head, cup and liner. The surgeon place in an antibiotic spacer. The surgery was completed successfully. X-rays and explants are not available.

Manufacturer narrative:
Additional information received on 28 november 2016 and includes: on (B)(6) 2016 the surgeon removed the spacer and implanted permanent implants. The surgery was completed successfully.